Manufacturer narrative:
(B)(4). It was medically confirmed that the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain (previously reported as suspected peritonitis). One day after onset, the patient was hospitalized, four days, for the event. Two days after onset, the patient was treated for the peritonitis with cefaciale 500 mg, intraperitoneally (frequency not reported) and flagyl (dose not reported) intravenously, daily for a course of 21 days. The cause of the peritonitis was reported to be due to ¿the patient was practicing dialysis in the kitchen¿ (no further details were reported). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient required hospitalization. On an unreported date, the patient began treatment with cefacidal (2g intraperitoneally, frequency not reported) and flagyl (one bottle per day intravenously). At the time of this report, it was unknown if the patient was recovering from the event. Action taken with therapy was not reported. No additional information is available. This is report 1 of 3 involved in this event.